Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Affiliate reported that in 2004, the device was implanted via v-p shunt at 20mmh2o. Four days later, the doctor changed the pressure to 180mmh2o. The following month, it was found that the patient had enlarged ventricles. When the doctor tried to lower the pressure, the device could not reprogram. Eight days later, the doctor used neodymium, but the device could not reprogram the pressure. Five days later, the device was removed. No product was replaced.